Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. A usb cable change was performed resolving the issue. Additionally, it was reported that the battery gauge was fluctuating. Customer's blood glucose level was 302 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.